Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient faced infusion set tape not sticking leading to diabetic ketoacidosis event and eventually got hospitalized on (B)(6) 2025 for more than twenty four hours. The blood glucose level was high at the time of event and the patient got treated with intravenous insulin drip. The patient was tested with ketones resulted in 5.5mmol/l. The patient had symptoms of nausea during the event. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: united arab emirates. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Event occurred in qatar. To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: the initial MDR with manufacturing report number (3003442380-2025-03645), was submitted on 13-mar-2025. However, according to the additional information received the country of occurrence has been updated under b5. Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: review of complaint record track wise (B)(4) event description and all available information and assigned malfunction codes no malfunction based on complaint information it has been determined the complaint does not allege a product malfunction has occurred. Requests for lot specific information were sent to the customer but were unable to be provided. Therefore, no further investigation is required. No specific lot number/evidence was provided, which limits the ability to trace or analyze a particular item. Conclusion of complaint investigation: lot was not provided and as a result: no visual inspection is required as no product malfunction alleged while used as intended, and not possible as no product has been returned. No product testing is required as no product malfunction alleged while used as intended, and not possible as no product has been returned. No further assessment will be made regarding potential product performance issues, component integrity, or manufacturing defects. Corrective and preventive action CAPA determination: based on the available information, no further investigation is required nor CAPA plan is needed. The record will be closed and monitored through tracking and trending (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Summary conclusion: based on the available information, the investigation has been performed, and the complaint could not be confirmed as analyzed. Therefore, the complaint is closed based on the event description and all information made available.